Manufacturer narrative:
Adverse event investigation summary: bd had not received samples or photos for investigation of material # 367814, batch # 0261077. Therefore, twenty (20) retention samples from bd inventory were evaluated by visual examination and draw testing and no issues were observed relating to underfill as all samples met specifications. All twenty (20) retention samples passed the draw testing. There were not any defects that would contribute to low draw that were noted on the visual inspection results of the twenty (20) retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during using the tube, it found that the tube has low or no draw issue."